Manufacturer narrative:
Concomitant medical products: dtma1q1 crtd, implanted (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the patient experienced a perforation, due to the left ventricular lead, and tamponade. The patient also experienced ventricular fibrillation (vf) and was shocked externally and via the device. The lead was implanted and remains in use. No further patient complications have been reported as a result of this event.